Event description:
The infusion pump was received at the service facility with a vague report of it underinfusing while on a pt. No specific clinical info was able to tbe received. No pt injury was reported.